Manufacturer narrative:
(B)(4). The device was returned and analyzed. The reported high drain alarm was verified during an event history log review. No abnormalities were identified during internal and external inspections. The device passed all functional testing, and it was able to perform a simulated therapy successfully. Although found in the logs, the high drain alarm was unable to be duplicated, and no nonconforming product was found during sample analysis. The cause of the high drain alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 108 alarm occurred during use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available for return but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.